Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. During testing, the device failed a test step. The device's sensor board was replaced to address the issue.